Manufacturer narrative:
Device investigation narrative - one 2.8 twinfix ti anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The threaded portion of the anchor has broken from the eyelet. The threaded portion of the anchor was not returned for examination. The eyelet remains within the inserter shaft; however the hex of the eyelet is no longer aligned with the hex of the inserter. This condition is consistent with excessive forces being placed on the anchor during insertion. Per the device IFU ¿excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor.¿ further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the twinfix ti 2.8 broke during insertion. There is no information available as to procedure outcome, device removal or associated delay. No patient injury is reported.